Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that it was observed that the syringe has changed. The staff does not have the same sensation during insertion of the epidural. There is a lack of resistance like a leak at the level of the plunger. A blood patch had to be applied on the 2 patients. With post-epidural pain. One of the patients had to come back to the hospital. She had more pain. Another blood patch had to be applied on her.